Event description:
A customer reported that their abbott diabetes care (adc) device showed lower glucose readings compared to a competitor's device. It is unknown whether the customer saw a trend arrow on the device. The customer experienced ¿restricted movement¿, vomiting, ¿clouded consciousness¿, high blood pressure, trembling, and was unable to treat themselves. They contacted a healthcare professional, who gave unspecified treatment for hyperglycemia and managed their blood pressure. Impacted product was distributed to (B)(4). Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.